Event description:
Rptr states pt under went a revision of the tibial insert. The insert was delaminated, cracked and pitted. Insert was explanted and a insert compatible with the other components was implanted.

Manufacturer narrative:
Summary of evaluation: examination results suggest yhat this event is not device related but rather is associated with alignment.